Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a pocket revision procedure and ipg remains implanted. The patient was doing well postoperatively.